Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited a fracture, high pacing impedance and high capture thresholds. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.